Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes device locked out and partially fired. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device jaws? None as reverse button engaged and device opened fine if yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. N/a. Could you please clarify if there were any patient consequences? None. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? None. There is no further information available, I did test the gun with a new reload once the gun was put aside in the dirty utility as the device fired with no issues at all. I advised the surgeon also.

Manufacturer narrative:
(B)(4) date sent: 04/18/2025 d4: batch #139d60 d4: UDI corrected d4: lot number, expiration date, device manufacture date updated. Investigation summary visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. No conclusion could be reached as on what caused the premature sled movement. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 139d60, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/5/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration ddate is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats), the device stopped working at the second firing and so the powered reverse button was deployed to remove the gun. Surgeon felt unhappy to continue using the device and so opened manual echelon stapler. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 05/13/2025 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.